Manufacturer narrative:
The lens was inserted and removed. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted and removed from the eye of a (B)(6) female patient, because there was a fissure in the middle of the optic zone. It was also reported that lens was too rigid. Reportedly, there was a delay of 40 minutes in the procedure. No secondary medical intervention was required. At a later date, further information was provided. It was reported that the lens was broken (no detail provided), the lens was not implanted and new lens, same model and diopter was implanted. There was no patient injury and the patient outcome is stable. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.